Event description:
The home patient (hp) noted a leak in the tubing of his transfer set during his therapy while using the homechoice cycler. The hp contacted the service representative and discontinued his treatment at that time. The hp notified his md and the rn performed a transfer set change. The transfer set was three months old. Per the rn, there was no patient injury or medical intervention related to this incident.